Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the high impedances was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during an interrogation on a regular office visit, it was noticed that electrodes 11, 13 and 15 were out of normal range/high impedance. Interventions taken was to reprogram around those electrodes and it was resolved without sequelae. The etiology was reported as related to the device or therapy and not related to the implant procedure. No patient symptoms reported. No further complications were reported as a result of this event.